Event description:
It was reported to gore that a pt underwent fistula repair with the gore bio-a fistula plug and presented approx (B)(6) after the procedure with signs of infection and drainage. During a second exploration procedure an add'l fistula was found branching off of the original tract which had not been previously identified. It was determined that the pt had an infection by the presence of cellulitis, an additional opening and opaque drainage. The gore bio-a fistula plug was explanted due to the infection and the surgeon performed an advancement flap repair. The pt is reported to be doing fine and no add'l followup is necessary.

Manufacturer narrative:
Method: device was not returned for eval and the lot number is not available, therefore a direct product analysis and mfg record review could not be conducted. There are many complex clinical variables that may have contributed to compromised healing and infection which included, the complexity of the repair, history of diabetes and the pt's noncompliance with antibiotic therapy. The potential for such events is addressed in the product's adverse reactions section of the instructions-for-use which indicates, "possible adverse reactions may include, but are not limited to infection, inflammation and abscess formation." All info has been made available for tracking and trending.